Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Additional information has been requested from the account. Should we receive additional information, a supplemental will be submitted.

Event description:
According to the reporter, during a procedure, the needle broke off the suture during the case and xrays were performed to ensure the safety of the patient and staff.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of six devices. The event report alleges the products were used in a surgical procedure. However, analysis suggests that the products were not used in a surgical procedure. The visual inspection and functional evaluation of the products had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.